Event description:
It was reported that a patient presented remotely via merlin.net. Review of the electrogram (egm) revealed implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were discussed, no intervention was performed. The patient's condition remained stable.